Event description:
It was reported that a patient presented for a generator change. During procedure, after plugging in the lead into the new pacemaker, high pacing impedance values were noted. The leads registered regular values both on the old device and pacing system analyzer. The pacemaker was replaced with a new one and this registered regular values. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The device with battery voltage near beginning of life level was returned for analysis. Electrical and mechanical analysis, visual inspection and longevity assessment were normal with no anomalies found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device met specifications prior to leaving abbott manufacturing facilities.